Manufacturer narrative:
The reagent lot number is 81469201 with an expiration date of 31-oct-2025. The customer verified the qc was successful. The patient sample was centrifuged for 6 minutes at 3000 rpm. The investigation determined the centrifugation time was slightly shorter than the recommended time according to the guidelines. The field service engineer inspected the module and found the occlusion at the end of the reagent probe and a high cell blank water level had caused the event. He then cleaned the end of the reagent probe, adjusted the cell blank rinse level, and ran a successful cell blank measurement. He verified the module's performance by successful precision checks. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable tp2 total protein gen.2 result from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter stated the issue occurs intermittently. The reporter provided one example of discrepant results: the initial result from the module was 5.9 g/dl. The repeat result from another c702 module was 6.9 g/dl. The repeat result was deemed correct. The initial result did not match the previous tests prompting the rerun of the patient sample.